Event description:
Two pieces of the depuy screwdriver broke off during use, one piece fell onto the back table and one piece fell into the patient. X-ray was used in order to locate the piece and retrieve it from the joint. The piece was safely removed but caused a delay in the case.

Event description:
Two pieces of the depuy screwdriver broke off during use, one piece fell onto the back table and one piece fell into the patient. X-ray was used in order to locate the piece and retrieve it from the joint. The piece was safely removed but caused a delay in the case.